Event description:
It was reported that the lead was replaced due to noise observed on the iegm. The noise was reproduced with arm movements. During explant, insulation damage was noted on the lead.

Manufacturer narrative:
The reported noise was confirmed in the laboratory. A partial lead was returned for evaluation. Examination revealed an insulation abrasion to the is-1 connector leg, 7 cm from the connector end. The location of the abrasion is consistent with that of friction to the can. The abrasion revealed that the is-1 coil was exposed, which would account for the noise issues reported from the field.